Manufacturer narrative:
As reported measurements of the lead shows high impedances was confirmed. As received lead model 3186 was examined under the microscope revealed all broken wires approximately 16.5 cm from the stim end. The cause of the damage is unknown.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. During surgical intervention on (B)(6) 2025, lead fracture was noticed by visual inspection. As a result, the lead was explanted and replaced to address the issue.